Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) the cypher 3.0 x 28 mm stent was placed in the target lesion and when the physician applied negative pressure, blood was noted in the inflation device. The device was successfully removed from the pt without any problem. A taxus 3.0 x 28 mm stent was used to complete the procedure successfully. There was no reported pt injury. The physician's comment regarding the event was that the portion of the stent delivery system (sds) balloon proximal to the stent seemed to have ruptured. The physician did not indicate any anomalies were noted prior to use. The target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, slightly calcified, not tortuous, and a 99% stenosis. The lesion was pre-dilated with a powered lacrosse 2.5 x 15 mm balloon catheter.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering evaluation is not completed. Additional info will be submitted within 30 days upon receipt.